Manufacturer narrative:
On 20-apr-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received the following additional event information: it was previously reported that the lot number is 7340602 and the serial number is (B)(6). New information received states that the lot number is 7503082 and the serial number is (B)(6). An updated implantation date ((B)(6) 2018) was reported for the patient¿s right breast prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. The product was returned to mentor for evaluation, but the tubing, the connector, and the injection dome were not returned. Mentor then conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-apr-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor smooth round high profile 630cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-mar-2023, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2023. Reason for device explant and/or reoperation: left breast deflation, right breast capsular contracture. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with mentor smooth round spectrum 425cc saline breast prostheses suffered from issues from both implants post implantation. It was reported that the left breast prosthesis possibly deflated and the left breast has dropped. Additionally, the patient¿s right breast is hard and the implant has moved towards the armpit (capsular contracture, baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.